Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the follow-up, automatic mode switch (ams) episodes were observed likely due to farfield r-wave oversensing. In addition, no ventricular sensing and a loss of capture were observed on the non-abbott right ventricular (rv) lead. Further testing found the ams episodes could not be reproduced. No intervention was performed, the patient will be monitored. The patient was stable.